Event description:
Return reason: the customer reported the connector came off easily during the procedure. Analysis determined: investigation found that the thermistor connector housing became disconnected from the extension tubing due to insufficient adhesive. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that mfg and qa personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.